Event description:
The patient came from the or, the line was not flushed, the dressing was saturated. The dressing was changed and the IV was flushed. A leak was noted where the hub and the catheter meet. The IV was discontinued.====================== health professional's impression======================we had a failure several months ago with the exact same device. It was determine at that time by the manufacturer that device being used was not the correct device for this intended purpose. The physician's response was that he had been using this device for exactly the same procedure for the past 15 years.